Event description:
The customer reported via phone that insulin pump had pump error. Customer¿s blood glucose was 330 mg/dl at the time of incident. Customer was able to successfully clear the alarm. Customer is able to complete pump rewind. The insulin pump will be returned for analysis.